Manufacturer narrative:
Other relevant device(s) are: product ID: ev olutpro-26-us, serial/lot #: (B)(4), ubd: 03-nov-2019, UDI#: (B)(4); product ID: evolutpro-26-us, serial/lot #: (B)(4), ubd: 19-sep-2019, UDI#: (B)(4). The device was not returned, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve dislodged. Subsequently, a second transcatheter bioprosthetic aortic valve was implanted. As the delivery catheter system (dcs) was removed, the nose cone caught the outflow portion of the valves near the tabs and caused a dislodgement. It was reported the nosecone caught the valves due to the tortuous aortic arch. An attempt to snare the valves was made, however hypotension occurred due to severe central aortic insufficiency. A third transcatheter bioprosthetic valve was positioned, but at 80% deployment caused a coronary occlusion, as the three valves together created a ¿tube graft¿. The third valve was recaptured and removed from the patient. Aortic insufficiency and hypotension persisted and cardiopulmonary resuscitation (CPR) was initiated. The patient was placed on extracorporeal membrane oxygenation (ECMO) and several unsuccessful attempts were made to snare the valves. Per the family¿s request further measures were not taken and the patient expired. Per the physician, the cause of death was related to coronary ischemia, coronary occlusion, and valve embolization.